Manufacturer narrative:
H10, h3, h6: the device, used in treatment, has been returned and evaluated. A visual inspection reported defects to the outer case. The functional assessment found that the device failed the vacuum decay test, establishing the relationship with the event reported. Worn seals on the vacuum pump assembly have been identified as the root cause of this issue. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. H11. Supplemental report 001 indicated this was a non reportable event. However, based on the results of the investigation the failure has been confirmed and as such, we consider this to be a reportable event.

Event description:
It was reported that on (B)(6) 2020 a renasys touch gave the blockage alarm. It was not possible to resolve the alarm although several attempts were done: the alarm started each time the dressing or the canister were changed. The device was replaced with a second renasys touch device but the problem persisted. In the second renasys touch the y connection automatically switches on ¿on¿. The treatment continued with a third back up device. No patient harm reported. No delay.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.